Event description:
Medtronic received a report that the patient was undergoing treatment for a thrombectomy/ischemic stroke located at left middle cerebral artery. It was noted that the patient's vessel tortuosity was minimal. The access vessel was the femoral artery, with unknown diameter. An IV tpa was not contraindicated. The number of passes with the device was reported as one time. Stroke onset to reperfusion time was 4h it was reported that the sfr-6-30 stent was delivered and deployed using the rebar 27. After deployment, repeated attempts were made to pull the stent and rebar 27 back into the intermediate catheter, but they could not be retracted. The navien intermediate catheter had to be advanced past the thrombus, and the entire system was withdrawn from the body. After removal, a kink was found at the distal end of the stent pusher guidewire. Because the thrombus was not completely removed, a new stent was required. Subsequently, an sfr4-20 stent was advanced into the microcatheter; however, significant resistance was encountered at the distal end, preventing the stent from being delivered to the target position, and it was therefore replaced with a rebar 27. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a 5f navien 125 guide catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.